Event description:
A report was received that a pt was experiencing difficulties charging the ipg. The pt underwent a pocket revision procedure. The physician adjusted the pocket to a better depth. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.